Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy procedure, during firing, the reload was lock on the middle and can't staple anymore. Another reload was used to complete the procedure. There was no patient injury.